Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe 0,5ml 31g x 6mm u-100 10x3count the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when the last syringe of polybag was going to be used, and the shield was removed, the user noticed that the hub separated from the syringe, so it was not possible to use the device. Additional information received on 22.aug.2022: the shield was not tight, it came off easily and without extra effort. The sample is still protected at home and I have already agreed to deliver it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 20-sep-2022. Investigation summary: customer returned (1) 0.5ml bd insulin syringe with an open polybag from lot# 2010330, as well as (6) photos of a loose insulin syringe. The customer reported that the hub separated from the syringe. The sample was examined, and it was observed that the needle hub/shield assembly was properly attached to the barrel; removing the cannula shield from the syringe did not result in hub separation. The 6 photos were examined, and it was observed that the needle hub/shield assembly was detached from the syringe barrel. No damage to the barrel tip was observed a review of the device history record was completed for batch# 2010330. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe 0,5ml 31g x 6mm u-100 10x3count the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: when the last syringe of polybag was going to be used, and the shield was removed, the user noticed that the hub separated from the syringe, so it was not possible to use the device. Additional information received on 22.aug.2022: the shield was not tight, it came off easily and without extra effort. The sample is still protected at home and I have already agreed to deliver it.